Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoeye flex deflectable videoscope was leaking and the pointer of the simple water leakage tester behaved strangely when the scope was being reprocessed. The scope was noted to be recently repaired. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the pointer of the simple water leakage tested acted strange during the leak test due to a leak at the connector and universal cord and insufficient reprocessing. The report is being submitted due to issues found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to stress during use, external factors, or handling. Olympus will continue to monitor field performance for this device.